Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The s/n label located between the belt clip rails has rubbed off and become illegible. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that enter button takes 3 to 4 times to press to execute. Customer's blood glucose value was 146 mg/dl. Customer states that numbers are ramping on their own also the scroll bar was moving with no input. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.